Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that even after several calibrations the programmer's stylus was still not able to select where the user wanted on the screen. The product has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus tip and the cursor on the screen did not align and the stylus was replaced and calibrated. It was further noted that the link electronic module printed circuit board (lem pcb) assembly was replaced due to a loose electrocardiogram connector, missing hinge plate screws were replaced, as was a broken left keyboard hinge, a broken power cord bay door and a broken printer drawer. The hard drive was reconfigured and the software reloaded and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.